Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous internal carotid artery. Following the implantation of a non bsc stent, a 7.0mmx30mmx135cm (4f) sterling¿ balloon was advanced for post-dilatation. Flushing was performed during set up. However, the physician noted that the balloon did not inflate and a contrast leakage was found from the balloon when dilation was attempted. Hence, the balloon was found to be ruptured. The strut of the non bsc stent was noted to be lifted. The physician suspected that the balloon was damaged by the lifted stent strut. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).